Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable attain an ECG signal. The monitor's electrode belt connector was damaged from the monitor enclosure and both pulse wires and pin 5 wire were damaged. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor's belt receptacle was damaged.